Event description:
The complaint involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave¿ clear, clamp, rotating luer that reportedly leaked and cracked. It was reported that upon attaching the fused extension set and securing line, blood was backing up and leaking out fluid/blood from near the fused clave (exterior crack) and the entire hub of clave filled with fluid/blood. The extension set was used typically with an attached syringe to check initial blood draw back and flushed with the same syringe with medication prior connection to arterial line set-up. The non-closed line set up required changing out the extension set. The crack was only noted after connection to the newly inserted peripheral line when the blood and primed fluid started backing up and leaking. There was no patient harm/adverse event reported and no delay in therapy.

Manufacturer narrative:
One used list #mc3302, 7" connected to, 0.9% sodium chloride 10ml syringe were returned for evaluation. As received, the syringe was disconnected and no damage or anomalies on the seal was noted. A damage, flash at the syringe's tip was noted, however the damage was not enough to be considerable as a probable cause. The shuntless microclave was tested as per procedure and no leak was noted. The shuntless microclave was dissembled and some damage around the seal was noted. Complaint can be confirmed. The probable cause is unknown. A device history record review could not be conducted because no lot number was identified.